Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged outer layer of the system controller power cable was confirmed. System controller, serial (B)(6), was returned for analysis with a damaged black power cable jacket near the strain relief. The cable jacket and shielding of the black power cable was stripped where the damage was observed. There was no damage observed to the underlying wires of the power cable. A review of the downloaded controller event log file spanned approximately 4 days ((B)(6) 2025 per time stamp). There were no notable alarms active in the log file. The system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patients black power cable of the system controller had a damaged outer layer. The effected system controller was replaced during a follow-up visit on (B)(6) 2025 by a ventricular assist device (vad) coordinator.